Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's insulin pump alarmed no delivery multiple times. The patient's last recorded blood glucose value exceeded 26.0 mmol/l. The customer declined troubleshooting; they had already removed the insulin pump battery prior to call. The customer had changed the infusion set after every no delivery alarm but the issue persisted. However, no products were returned or replaced.